Manufacturer narrative:
(B)(4) - (no conclusion can be drawn). (No device rec'd for evaluation).

Event description:
A 2.5mm diameter x 12m length sprinter rapid exchange (rx) was reported to have inflated slowly and did not deflate completely. No health hazard was caused to the pt and no other clinical sequelae were reported.